Event description:
This system's x-ray generator randomly shuts off by itself. The operator has to reboot the system which does not always succeed to bring the system back on line. There have been no pt injuries.

Manufacturer narrative:
Eval method, results and conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.